Event description:
I used (B)(6) brand disinfecting solution for contact lenses and stored them in this overnight, when I went to put it in my eye, I experience excruciating pain that lasted all day. I did not realize that you could only use it if you put the lenses in the vial that it came with. Packaging and warning signs should be made more explicit. The pain was unbearable and cannot even describe it. Medication administered to or used by the pt: yes. Outcome: temporary harm/injury. Type of staff made initial error: consumer/family member/caregiver. When and how was error discovered: after pain in my eye. Reporter's recommendations: better warnings on packaging. (B)(4). (B)(6).